Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor performed a bilateral lasik procedure. Post-operatively the patient was noted to be under corrected significantly and there was a loss of corrected distance visual acuity.

Manufacturer narrative:
Device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfiles for the day of treatment by company research and development showed no errors or any relevant warnings. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. Root cause for undercorrection could not be determined conclusively. The manufacturer internal reference number is: 2020-17978.